Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
The returned ipg was analyzed and no anomalies were found. A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away due to an unknown reason.

Manufacturer narrative:
Additional information was received that the physician did not have information about the patient's death and was not aware that the patient had passed away.

Event description:
A report was received that the patient passed away due to an unknown reason.